Manufacturer narrative:
Investigation: see attached scar. Three photos and three loose safetyglide needle assemblies were received. It was observed in the photos and samples that there is an indented deformation on the top rim of the hub that extends into the fluid path. It is approximately 1/8¿ wide and 1/16¿ deep for all samples. The three samples were further inspected for luer taper. The three samples failed. Probable root cause :plastic hub molding area and safetyglide assembly line. The other possible are that could induce this defect is the safety glide assembly area at the plastic hub hopper. A misalignment could have happened when loading the plastic hub into the rack inducing this defect. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that bd safetyglide¿ needle had a damaged hub. This occurred on 3 separate occasions. No serious injury or medical intervention was reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd safetyglide needle had a damaged hub. This occurred on 3 separate occasions. No serious injury or medical intervention was reported.